Event description:
The doctor reported that they ran the handpiece outside of the patient's mouth to make sure water and light comes on. Within a few seconds of working on the tooth the patient reacted in pain. The doctor asked the patient if the tooth was numb and they stated it was fine, so the doctor proceeded with the preparation of the tooth for the crown. Once the doctor removed the handpiece from the patient's mouth to change burs, the doctor noticed the head of the handpiece was extremely hot to the touch. This is when the doctor observed that the patient's buccal mucosa had been burned.